Event description:
It was reported that the remote notification live call was received due to the right ventricular lead integrity alert. Additional information has been requested and not yet received. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the remote notification live call was received due to the right ventricular lead integrity alert. It was also reported that the patient received inappropriate therapy due to the lead having oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead, implant date: (B)(6) 2005; 4193 implantable pacing lead, implant date: (B)(6) 2005. (B)(4).

Manufacturer narrative:
(B)(4).